Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that "during an elbow operation where a half-prosthesis was to be inserted (latitude), two implants (stem and coil) were taken up and then mounted. During the installation, it was discovered that one of the implants (the coil) was not what was on the packaging. On the packaging, it was marked left side and large. On the implant, it was marked right side and medium."

Event description:
It was reported that "during an elbow operation where a half-prosthesis was to be inserted (latitude), two implants (stem and coil) were taken up and then mounted. During the installation, it was discovered that one of the implants (the coil) was not what was on the packaging. On the packaging, it was marked left side and large. On the implant, it was marked right side and medium."

Manufacturer narrative:
Please note the following corrections: the establishment FDA registration number was corrected from (B)(4). D3 (manufacturer entity) and g1 (manufacturing site). D4 (lot/serial no.) The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received photo reveals the device packaging showing the device should be a latitude large left spool (part# dky175 / sn# (B)(6)). When opened, the device was actually a latitude medium plus right spool (part# dky164 / sn# (B)(6)). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. However, this event has been further escalated to (B)(4) and subsequent CAPA 2877407. No indications of material, or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to human error. The parts mix up most likely occurred in the cleanroom during the manufacturing process. The cleanroom was the only place where the parts of the two batches were together. The records of the batches since the assembly step were wrong because the (B)(6) was inverted with the (B)(6). A check at the stock in mbt7 confirms the mix-up of the batches because the technician found a part of (B)(6) into the box of (B)(6). This was determined to be human error because the operator didn't verify the adequation between the DHR and the part during the assembly step. If any further information is provided, the complaint report will be updated.